Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in patient for endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the stent graft was inaccurately delivered. On the final angiogram, it was observed that 90 percent of the right renal artery was covered by the stent graft. The physician cannulated the right renal artery and implanted a stent extending past the top of the stent graft. Another angiogram was done which showed that the renal artery was patent. Per the physician, the cause of the event was unknown. No additional clinical sequelae was reported and the patient is fine.